Event description:
Pt diagnosed with non-ruptured aneurysm. Taken to the or form embolization. A 5 mm x 16 mm pipeline device was attempted to be deployed but could not be fully deployed due to the distal end of the stent not detaching from delivery system. The micro-catheter and pipeline stent was removed. The ped, after removal was visually inspected and the distal end appeared to be frayed. A second 5 mm x 14 mm pipeline device was used and fully deployed. Pt developed neurological changes approximately 7 hrs later. CT scan identified metal fragment in the right frontal lobe intraparenchymal hemorrhage. Pt died (B)(6) 2015.